Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. However, it¿s likely the cause is related to stress caused by heat and humidity and probably affected performance over time and contributed to the equipment breaking down. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Unit had a failing printed circuit board that was causing no image to appear on the display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during procedure preparation. According to the initial reporter, the device would not start up at the beginning of the gastroscopy procedure. Reportedly, the staff changed to a ¿more modern¿ instrument to continue the procedure with the patient¿s outcome noted as ¿good¿.